Event description:
A distributor from norway reported an issue where the insulin gauge on the customer's pump displayed incorrect amounts compared to what was expected. Several cartridges from the same package were tested and exhibited the same issue, but a different package worked correctly. There was no reported impact on the customer's blood glucose level. The problem was acknowledged, but no cartridge was available for investigation, and no further customer outcome or actions are available.